Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical products: 6947m62, implantable tachy lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that, three months after implant the patient became septic. The implantable cardioverter defibrillator (ICD) and ventricular lead were explanted and not replaced. No further patient complications have been reported as a result of this event.